Manufacturer narrative:
A sample was not received, at the manufacturing site. For evaluation for the report of ophthalmic blades very dull. Therefore, the condition of the product could not be verified. No lot number was identified, with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic blades were dull. The procedure details and patient impact was not reported.